Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited loss of capture (loc) due to increased threshold measurements and decreased sensing. Surgical intervention was performed to reposition the dislodged lead. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.